Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was hospitalized 5 times for diabetic ketoacidosis (dka) in the last 7 weeks. Patient experienced symptoms of dehydration. Reporter refuses to return pump. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.